Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient developed recurrent infections at abutment site, resulting in the decision to explant. The device was explanted on (B)(6) 2015.